Event description:
It was reported that during an (B)(4) study, the physician was performing incremental ventricular pacing and tried to stop pacing by pressing the red "halt" button on the keyboard. This did not result in the expected action and pacing did not stop. This was attempted several more times in quick succession with the same result. Another physician pressed the "enter" button which disabled pacing.

Manufacturer narrative:
The ep4 stimulator was returned for evaluation. Functional testing of the returned unit showed the unit passed the initial self test, emergency stimulation and programmed pacing without any problems. The unit was successfully instructed to halt 10 times in all of the default protocols. A memory test was performed overnight without failure. No problems were found with the returned unit. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported inability to stop pacing from the red "halt" button on the keyboard remains unknown.